Manufacturer narrative:
Further information was requested but not received yet.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, after implanting the leads, the physician noted internal adhesion to the electrode, which made it difficult to remove the electrode after several attempts. The physician did not use the leads, and a new lead was implanted to complete the procedure. No patient consequences were reported.